Event description:
Excess weight removal. Pt came off machine after completing treatment 1.6 kg below dry weight. The pt was administered 1600 cc saline. There was no pt injury or medical intervention.